Manufacturer narrative:
(B)(4). Dlk - stage iii, striae and haze. Method: actual device evaluated. Eval: equipment was evaluated by a clinical development manager (cdm) after the event. Performance tests were done including a visual examination. Laser gel testing and flap thickness were within specifications. No problem was found with equipment. Room was constant at 20 degrees /rh40%. It was noticed that air unit was directly above the ifs however, this has always been the case. Cdm verified with account what changes were made prior to the reported cases and they mentioned: the ifs upgrade, the use of disposable instruments from (B)(4). The tracker arm of the nidek excimer laser and the use of pred-forte instead of fml. Sys meets amo specifications.

Event description:
Pt had intralase procedure on left eye on (B)(6) 2011 customer reported that pt had grade 3 dlk on right eye (os) and had flap lifted and rinse and was prescribed topical steroids. Pt experienced vision loss. Pt os bcva readings: pre-op = 1.00, post-op = 0.70. Account also reported minimum haze and few striae.